Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates the lead was explanted and replaced to address the issue.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on the lead. It was also reported that patient experienced difficulty charging. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Surgical intervention may be undertaken to address impedance issue in the future.

Manufacturer narrative:
Date of event is estimated.